Event description:
It was reported that the catheter separated from hub and broke causing blood splatter with a bd nexiva¿ closed IV catheter system. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 383536 batch no. Unknown it was reported that that the staff has been having issues lately with the catheter pulling away from the port after placement which causes blood to splatter and resticks. "Health professional said that the staff has been having issues lately with the catheter pulling away from the port after placement which causes blood to splatter and resticks. This has occurred about 10 times (different unknown dates and pts unknown).

Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received a 20ga nexiva catheter-adapter extension set without packaging. The extension tubing was received in 2 portions. The extension tubing was disconnected from the winged adapter. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions, CAPA#684099, have been initiated to monitor the reported issue. The lot number associated with this investigation was unknown, therefore DHR review was not performed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the catheter separated from hub and broke causing blood splatter with a bd nexiva¿ closed IV catheter system. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 383536, batch no. Unknown. It was reported that the staff has been having issues lately with the catheter pulling away from the port after placement which causes blood to splatter and resticks. "Health professional said that the staff has been having issues lately with the catheter pulling away from the port after placement which causes blood to splatter and resticks. This has occurred about 10 times (different unknown dates and pts unknown).